Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Customer reported a blood glucose (bg) level of 204 (mg/dl) and delivered an injection to manage bg level. Customer was later able to clear alarm and resume insulin delivery.